Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19 and cartridge alarm 5) with one cartridge during basal delivery. The customer was able to clear the alarms and resume insulin delivery. There was no impact to the customer's blood glucose level.